Event description:
It was reported that insulin gauge on pump displayed amount different than expected. There was no reported impact to the customer¿s blood glucose level. Customer had not removed air from cartridge and was using cold insulin, so technical support educated customer on proper cartridge preparation, walked customer through filling and loading new cartridge, and confirmed that issue was resolved.